Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, five sensors were broken when the customer used the old serter. The customer's blood glucose was unknown. Customer is not retuning the sensor for analysis.